Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient declined device replacement and does not wish to receive further care at this time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found in safety mode with an accompanying charge error detected at routine follow-up. Device replacement was recommended. No adverse patient effects were reported. This system remains in service at this time.